Event description:
The customer stated she was hospitalized for low blood glucose and the reading was 25 mg/dl. Prior to the hospitalization, the customer stated she gave a bolus and when she checked her blood glucose, it was at 34 mg/dl. The insulin pump advised her to raise her blood glucose before taking another bolus. The customer stated she ate and her blood glucose went back up to 79 mg/dl. However, the customer took another bolus to cover for the carbohydrates, she had just consumed, and again her blood glucose levels went low. Advised the customer that she should not have taken that bolus once her blood glucose was at 79 mg/dl. The customer understood. In addition, it was stated that the insulin pump was not accounting for the basal rates and boluses correctly. Advised the customer to revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.